Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during transport of patient that the cardiosave intra aortic balloon pump (iabp) unit was showing low helium alarm. There was patient involvement but no harm reported.